Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that the sensor was inaccurate and that he had experienced a severe hypoglycemic episode at home. The cgm reading was 186 mg/dl while the bg reading was 120 mg/dl. Based on the cgm value, the patient self-treated with insulin based. The patient was sweaty and experienced mild seizures, which are consistent with severe hypoglycemia. According to the patient, he became unconscious and could not be awakened by his wife. His wife took a fingerstick which showed a bg of 34 mg/dl. Before emergency services arrived, his wife treated the patient with injectable glucagon, but he still did not regain consciousness. The patient's wife called 911 and emt arrived and found the customer in significant hypoglycemia. They started multiple IV lines (he noted having three ivs at one time), with unspecified medication. He was then transported to the hospital emergency department. Upon arrival at the hospital, the attending physician administered a large dose of dextrose-based IV fluid to rapidly raise his blood glucose. He remained under observation in the emergency department for approximately 4-5 hours. During this time, his glucose level was stabilized. No additional injuries were reported, and after monitoring, he went home on the same day (less than 24 hours). At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.